Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Reportedly customer cleared the speaker holes and new cartridge was loaded, and insulin delivery was resumed. The customer's blood glucose was 128 mg/dl.